Event description:
It was further reported that in (B)(6) 2011 the index procedure was indicated due to a positive stress test. Three drug eluting stents were implanted with one stent in the proximal rca, one in the mid rca and one in the 1st diagonal. Post procedural residual stenosis was 0% with timi 3 flow noted. The patient received clopidogrel and aspirin. The patient was discharged from the index hospitalization. In (B)(6) 2011, the patient underwent a staged procedure with successful deployment of two drug eluting stents with one stent each to the distal circumflex and mid lad. Residual stenosis was 0% with timi iii flow. In (B)(6) 2011, the patient had a history of right visual field loss from a prior stroke and then some new symptoms that suggested a right occipital problem. The patient was blind and could not see anything. The patient gradually improved. In (B)(6) 2012, the patient presented to the hospital with disorientation. The patient was to continue coumadin therapy as well as plavix and aspirin and was placed on a broad spectrum antibacterial coverage. The physician as assessed the stroke events not to be related to the study devices.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-05949. (B)(4) clinical study. It was reported that post a stenting treatment procedure, the patient experienced a stroke. In (B)(6) 2011, the patient received a 2.5x16mm taxus liberte stent and a 4.0x16mm taxus liberte stent during the index procedure. (B)(6) 2011, the patient experienced a stroke. A CT scan and an echocardiogram were performed. A neurological consultation was performed. A motor deficit of the patient's right arm lasted greater than 24 hours but was resolved. A sensory deficit of the patient's right cranial facial nerve lasted greater than 24 hours and was not resolved. (B)(6) 2011, the patient experienced another stroke. An MRI, CT scan and a neurological consult were performed. A sensory deficit on both sides of the patient's cranial facial nerve lasted greater than 24 hours and was not resolved.